Event description:
Customer reported the system is beeping and not working. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the isd board. System operates as intended. (B) (4)